Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection. The device inappropriately shut down. Complaint indicated that there was no pt involvement in the reported malfunction.